Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - the returned rod bender was examined. The screw that connects the central knob to the device has disassembled making it no longer functional. The cause of this event can likely be attributed to wear of the pivoting components (including the screw) through use over time. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a french rod bender disassembled during surgery, causing the legs to jam. An alternative rod bender was used to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a french rod bender disassembled during surgery, causing the legs to jam. An alternative rod bender was used to complete the procedure. There were no reported patient impacts associated with this event.